Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No reset error alarm was noted and the insulin pump passed the reset error test and the self test. No cosmetic damage was noted during the visual inspection.

Event description:
It was reported the insulin pump alarmed unexpected restart. Customer's blood glucose was 107 mg/dl. Customer's aunt was unable to get passed the unexpected restart alarm. A temp basal was not programmed prior to the alarm occurring. Alarm did not occur after inserting a new battery, it alarmed during normal use. No further information reported.